Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery in the insulin pump did not last more than a week. The blood glucose reading was 3.5 mmol/l. The insulin pump alerted for low battery less than 10 hours before alarming to replace the battery. This is the second occurence of this issue. The batteries were not previously used. The battery cap was not loose, cracked, or damaged. The insulin pump will be replaced and returned for analysis.